Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04-jun-2019 with the following findings: contamination was found under the all the button contacts. The display was dim and pink. The battery compartment was cracked below and above the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed there was contamination under the button contacts, the display was dim, and the battery compartment was cracked. This report is made based on results of investigation completed on 04-jun-2019.